Event description:
It was reported that the ilet user experienced recurrent nighttime low glucose and attempted to manage hyperglycemia by announcing multiple ¿fake¿ meals and pausing insulin delivery, after which glucose later rose markedly; the event involved user actions inconsistent with instructions and the device user interface was implicated only as a referenced component, with treatment consisting of oral glucose. Symptoms included hypoglycemia and hyperglycemia ranging from 48 mg/dl to 318 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.